Manufacturer narrative:
1/17/2023- the consumer posted a comment on an inteliswab facebook post. No additional follow up is to be expected with the complaint file, and the incident will be closed internally.

Event description:
Consumer left a comment on and orasure technologies, inc. Facebook post stating they used inteliswab on their daughter and received a false negative result. Facebook comment: "nope. Used these on my daughter- kept saying negative.. Went to the doctor cause she kept getting fevers- positive. Decided to try and test again while she was still positive and it still showed up as negative. Im good.

Event description:
Consumer left a comment on and orasure technologies, inc. Facebook post stating they used inteliswab on their daughter and received a false negative result. Facebook comment: "nope. Used these on my daughter- kept saying negative.. Went to the doctor cause she kept getting fevers- positive. Decided to try and test again while she was still positive and it still showed up as negative. Im good.